Event description:
Customer reported, the insulin pump would not delivery insulin. Customer stated, she entered the number and the device will alarm no delivery. Customer's blood glucose was 555 mg/dl, treated with manual injection. Customer stated, she did not see any kinks. Fixed prime was performed and insulin did not exit and device alarmed no delivery. Customer had changed the set twice. Customer was advised to disconnect the reservoir from the insulin pump. Then disconnect and reconnect the reservoir and infusion set and manually push insulin with the plunger. Customer stated insulin did exit but had to press really hard. Customer was advised to disconnect and reconnect again and this time insulin did exit. Customer was advised to do a manual prime and insulin did exit. Customer was advised the device was working as designed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.